Manufacturer narrative:
The DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint was not confirmed based on the info provided. It is not possible to identify under which conditions the device was manufactured because the lot number of the product was not provided, however current product was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the eval results.

Event description:
The complaint was reported as: customer indicated that there was no air flow going through the humidifier after 20 days of use on a pt. The device was replaced with another one. Customer discarded the product. No pt injury reported.